Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), there was a hole/ puncture at the injection site but did not see any, needle in to the skin [injury associated with device]. Patient is unsure where needle went after injecting and stated it might be in the skin [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "there was a hole/ puncture at the injection site but did not see any needle in to the skin(needle injury)" beginning on (B)(6) 2025, "patient is unsure where needle went after injecting and stated it might be in the skin(needle broken)" beginning on (B)(6) 2025, and concerned a 75 years old female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for type 2 diabetes", "weight loss", "kidney disease, , dosage regimens: novofine plus 4mm (32g): not reported. Ozempic 0.25/0.50 mg: (B)(6) 2025 to not reported. Current condition: type 2 diabetes, kidney disease, cancer historical condition: blood sugar runs high between 149-159 mg/dl procedure: mastectomy. Concomitant products included - metformin and ozempic 0.25/0.50 mg (semaglutide 1.34 mg/ml) solution for injection (B)(6) 2025 to unk on (B)(6) 2025, after administering the medication, when patient pulled the pen out did not see the needle on the pen, there was a hole/ puncture at the injection site but did not see any needle in to the skin, patient does not feel anything in the skin as well and also looked around, no needle was found on the floor. Patient was concerned if did it go inside their body/ skin so patient saw doctor for kidney issue and they will schedule for an MRI (magnetic resonance imaging) at the end of june. Batch numbers: novofine plus 4mm (32g): ps7b05a-2. Ozempic 0.25/0.50 mg: rzfes46. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "there was a hole/ puncture at the injection site but did not see any needle in to the skin (needle injury)" was unknown. The outcome for the event "patient is unsure where needle went after injecting and stated it might be in the skin (needle broken)" was unknown.

Event description:
Case description: reporter's causality (novofine plus 4mm (32g). There was a hole/ puncture at the injection site but did not see any needle in to the skin (needle injury): unknown. Patient is unsure where needle went after injecting and stated it might be in the skin (needle broken): unknown. Company's causality (novofine plus 4mm (32g). There was a hole/ puncture at the injection site but did not see any needle in to the skin (needle injury): possible. Patient is unsure where needle went after injecting and stated it might be in the skin (needle broken): possible. Novofine plus 4mm (32g) device batch number: ps7b05a-2. Current location of device: unknown. Period of use: unknown. Investigation results. Product name: novofine plus (32g). Batch number: ps7b05a-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission, the case has been updated with the following: inv results updated. Imdrf codes updated. Mah causality updated as "possible" as per new convention. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected faulty device has not been returned to novo nordisk for evaluation. Reference sample analysis revealed no irregularities related to the observed issue. The batch documentation was reviewed and found to be in order. Considering the age of the patient (75 years), she was the operator of the device, nature of events (needle broken and needle injury), the reported events could be related to product handling issues. H3 continued: evaluation summary. Investigation results. Product name: novofine plus (32g). Batch number: ps7b05a-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.